Event description:
Note: this report pertains to the second of five devices reported for the event. It was reported to boston scientific corporation on september 24, 2008, that a distal bile duct perforation was observed after a procedure performed on the previous month, using a spyglass direct visualization probe (patient age, gender and weight are unknown). The patient was admitted to the hospital and later released; the patient's condition was reported to be "fine". According to the complainant, the relationship between the duct perforation and the spyglass direct visualization probe device is unknown. Refer to MFR report #3005099803-2008-05487, 3005099803-2008-05490, 3005099803-2008-05492, and 3005099803-2008-05502 for the other four devices used in the procedure.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.